Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he was hospitalized six months ago due to bent tubing. The customer stated that during the 911 call, his blood glucose readings kept going higher and higher. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer was treated with fluid and insulin drip.